Manufacturer narrative:
The probe has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A hospital reported during an ophthalmic examination, the probe was damaged, causing a corneal abrasion in both eyes of the pt. The event resolved with an unk treatment. Add'l info has been requested regarding what treatment was used for the pt.